Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that indication for use: cardiogenic shock. While in the ctvs, ot the intra-aortic balloon (iab) was inserted via a sheath into the pt's left femoral artery. Forty-eight hours after the iab insertion, the pump (acat 1 plus, s/n 10206a) alarmed helium loss, possible blood in catheter. Pump strips were generated, but are not available for review. The iab was removed and another iab was inserted. There was no reported pt death or injury. Medical/surgical intervention was not required. Intra-aortic balloon pump therapy was interrupted/delayed 15 to 20 mins. There were no reported pt complications. The outcome of the pt is listed as the "pt recovered well."